Event description:
It was reported that during a transcatheter aortic valve replacement procedure for aortic stenosis, multiple unsuccessful deployment attempts were made with the medtronic evolut system after pre-dilation of the aortic valve. The patient became hemodynamically unstable and severe aortic insufficiency was observed, prompting removal of the medtronic evolut system and implantation of an edwards transcatheter aortic valve. The patient remained unstable and required cardiopulmonary resuscitation and multiple defibrillations. Severe paravalvular leak was then noted after the edwards valve implant, and a second edwards valve was implanted. The patient required ongoing defibrillations and chest compressions. A transesophageal echocardiogram was performed and identified a large ascending aortic dissection. The patient eventually stabilized hemodynamically following the second transcatheter aortic valve implant, and open heart surgery was performed to repair the ascending aortic dissection with transcatheter aortic valve explant and surgical aortic valve implant; no annular rupture was seen during the surgical repair. During debriefing, hostile anatomy was noted, including a bicuspid native valve, large nodular annular calcium (approximately 1 cm), and a horizontal aortic root (68 degrees), and it was reported that many passes of delivery catheters occurred for the transcatheter valves involved, with uncertainty regarding when the dissection occurred. The medtronic evolut system was discarded during a medical emergency. The patient was reported alive with injury.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (serial: (B)(6); product type: 0195-heart valves; implant date; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.